Event description:
It was reported that during a device upgrade high capture threshold was observed after connecting the lead to the ICD header. After reconnecting the lead, the device showed a high capture threshold. The device was replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of capture anomaly was not confirmed in the laboratory. The device was evaluated on the bench and tested using automated electrical testing system and no anomalies were found. The cause of the field event remains unk.